Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. Alleged failure: expired product was used probable root cause: illegible labeling info/warnings incorrect product identification missing label the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that an expired shaver blade was used.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: expired product was used probable root cause: illegible labeling info/warnings incorrect product identification missing label (B)(4). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an expired shaver blade was used.